Manufacturer narrative:
Device evaluation was not possible as no product was returned to the manufacturer. Investigation is in process but not yet complete. A follow-up medwatch report will be file upon completion. Device not returned to manufacturer.

Event description:
It was reported that the patient underwent initial implantation of a three level simplicity acp plate and 14mm screws on (B)(6) 2014. The patient was noted to be non-compliant immediately following the initial procedure and the 14mm screws were replaced with 16mm in a procedure performed on (B)(6) 2014. Subsequently, screw back-out was noted at the initial follow-up appointment. The surgeon requested additional follow-up to monitor, but the patient did not comply. On (B)(6) 2015 the patient was seen in the emergency room for oral extrusion of a 16mm screw ((B)(4)) believed to be from the simplicity acp plate. The patient did not require any additional surgery.

Manufacturer narrative:
Attempt to obtain radiographs were unsuccessful. No product was returned for evaluation. Review of manufacturing history records and lot specific complaint history were not possible without lot identity. A five-year complaint history review for all part numbers in the sdvxxxx family of slimplicity sd variable screws did not reveal any previous reports of this nature. No conclusions could be drawn. The need for corrective action was not indicated. Loosening and migration of the components are known risks of this procedure. Associated instructions for use (IFU), (B)(4) slimplicity anterior cervical plate system states under possible adverse affects: "8. Bending, loosening, fracture, disassembly, slippage and/or migration of the components." And under warnings: "2. Potential risks identified with the use of this device system, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, necrosis of the bone, neurological injury, and/or vascular or visceral injury".